Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases, the atrial output connector, the lead flex cover and the battery drawer were broken, the ring cover, both bail covers, the ring and both bails were missing, the battery contacts were compressed, the keyboard was scratched, the main printed circuit board (pcb) was out of specification and the battery flex was corroded. Further analysis was performed on the main pcb. This analysis confirmed the pcb failure found during service and repair of the device. A capacitor component failure caused the device battery removal test failure. (B)(4).